Manufacturer narrative:
Analysis identified a gear train anomaly consisting of corrosion and/or wear and/or lubrication in which the stall was due to the shaft/bearing.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was receiving dilaudid [30mg/ml] at a rate of 16.884mg/day via intrathecal drug delivery pump. The indications for use of the pump were degenerative disc disease and non-malignant pain. The patient was also taking 4mg hydrocodone at the time of the event. It was reported that the pump was interrogated, and it was found that a motor stall had occurred twelve hours after a pump refill. The motor stall had not recovered as of eight hours after stalling. There were no known environmental, external, or patient factors that may have led or contributed to the issue. No interventions or actions had been taken to resolve the issue; however, a surgical intervention was planned but had not yet been scheduled. As of (B)(6) 2016, the issue had not been resolved and there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.